Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43-58 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer also alleged that the pump did not deliver insulin as intended, however multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue, no response was received from the customer; therefore the root cause could not be confirmed. Additionally, it was reported that the customer experienced a bg level of 450 mg/dl. Bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.